Manufacturer narrative:
B3: date of event - aware date of 04dec2023 used as event date is unknown.

Event description:
It was reported that a device failure to seal and cerebral vascular accident occurred. On (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). During a routine follow-up examination 45 days post index procedure, no peri-device leak was present on transesophageal echocardiogram (tee). In december 2023, it was reported the patient experienced a cerebral vascular accident and a peri-device leak was identified. No additional patient information is currently available.